Manufacturer narrative:
Additional information concerning this report was inquired from the boston scientific sales representative. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and occasional loss of capture on remote monitoring. A lead dislodgement was suspected. No actions have been taken to resolve the issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that additional information received confirmed that there was no issue with the right ventricular (rv) lead. The patient was checked and the measurements were within normal ranges. No adverse patient effects were reported.